Manufacturer narrative:
Device evaluation: the report of pump stoppage events was confirmed through the analysis of a submitted data log file. Based on prior experience with the heartmate ii lvas, the events captured in the log file appeared consistent with potential driveline wire compromise; however, the root cause of the events could not be conclusively determined based on the evaluation of the returned portion of the driveline. The submitted log file contained approximately 16 days of data (from (B)(6) 2017 to (B)(6) 2017, according to the timestamp). Between 7:32am and 7:34am on (B)(6) 2017, the log file captured multiple decreases in pump speed below the low speed limit along with two consecutive pump stoppage events which lasted 3-4 seconds in duration each. These events occurred during power module support and resulted in low speed hazard and low flow hazard alarms. The external portion/distal-end of the driveline was replaced on (B)(6) 2017 and the replaced portion of the driveline was returned in a segment measuring approximately 17.5 inches. The driveline appeared to be in an unremarkable condition. Visual inspection of the wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. The root cause of the reported events could not be conclusively determined nor correlated to the returned portion of the driveline. Review of submitted x-ray images revealed a kink in the driveline near the exit site; however, this area could not be replaced as it was too near to the exit site. The patient was reportedly doing well at home with no further issues. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was at home and doing well with no further issues as of (B)(6) 2018.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that low flow and pump stoppage alarms occurred. An issue was suspected with the percutaneous lead (driveline). The x-rays showed a potential kink in the driveline at the exit site. On (B)(6) 2017, a driveline replacement was completed with no issues. The patient was asymptomatic. No further information was provided.